Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an insertion of pubovaginal sling and cystoscope with ureteral catheterization procedures performed on (B)(6) 2016 for the treatment of urinary incontinence. There were no complications during the implant procedure and the patient was transferred to the recovery room in stable condition. The patient was reportedly hemodynamically stable throughout. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Lot #,device manufacture date : the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) medical center . Patient code (B)(6) captures the reportable event of unknown injury. Impact code f12 has been used in light of this patient seeking legal recourse for an unspecified personal injury related to the device.